Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. This is a report of a system error 2240 alarm that was caused by a use error resulting in an incomplete prime. The use error was further specified as the clamp on the patient line was closed during the priming phase of therapy and the extension set was added to the patient line following the completion of the priming cycle. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the clamp on the patient line had been closed during the priming phase of therapy. Furthermore, the patient line extension set was connected to the patient line after the priming phase had been completed. Proper procedures were reviewed and the patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.